Event description:
A patient on peritoneal dialysis (pd) treatment reported that due to peritonitis they had to switch to in center hemodialysis (hd) treatment. In a follow up, a pd registered nurse (pdrn) reported the patient was having symptoms of abdominal pain. The patient was subsequently hospitalized on (B)(6) 2021 for peritonitis. The pdrn explained that the patient had a pd culture obtained ((B)(6)2021) which grew the bacteria klebsiella and coagulase (B)(6) staphylococcus. The patient was treated with unknown antibiotics in the hospital and transitioned to hemodialysis due to the abdominal pain and to let the peritoneum rest. The patient was discharged on (B)(6) 2021 continuing 2 weeks of antibiotic therapy with intravenous (IV) vancomycin and ceftazidime (dose unknown). The patient is reportedly recovering from the event. The nurse confirmed the patient did not have any fluid leaks, or any issues with fresenius device, product or drug in relation to the event. The nurse stated the patient admitted to a breach in aseptic technique during a pd disconnection and that caused the peritonitis. The cycler set is not available to be returned for manufacturing evaluation.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organisms klebsiella and staphylococcus. Based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique during the pd exchange as reported by the pd nurse. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold/distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records(DHR) was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.